Event description:
It was reported that the battery separators were missing. There was no patient involvement. Evaluation of the returned device identified a torn downstream occlusion (dso) seal and confirmed the reported issue.

Manufacturer narrative:
H3: the suspect device was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the dso seal was torn, and the complaint was confirmed. The dso seal was replaced. The device passed all functional testing after repair.